Event description:
Renu voice (ref #(B)(4), lot # q208-00195) was used to perform in-office vocal fold injection augmentation of the bilateral vocal folds for presbylaryngis. Injection was uncomplicated, and appropriate amount of material was placed into her bilateral paraglottic spaces. By the next day, she had worsening voice and throat discomfort. Exam since has shown severe bilateral vocal fold inflammation with hyperemia, stiffness, and left vocal fold immobility (bilateral vocal folds had been normally mobile prior to injection). Inflammation has persisted despite medical management with steroids. On (B)(6) 2023 the patient was taken to the operating room with goal of removing as much of the renu voice injectate as possible from her bilateral paraglottic spaces in order to facilitate recovery.